Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. As a result, an alternate device was employed. There were no delays or no adverse consequences to the patient.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) reported the other system 1 they have calibrates with the same air system.